Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked onto the backside of the door during peritoneal dialysis therapy. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.